Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4) (autonomic dysreflexia). (B)(4).

Event description:
It was reported that the patient was a c7 quadriplegic and presented yesterday evening or this morning with increased spasms, blood pressure 190/90, and a temperature of 101 that was thought to be ¿aseptic¿ in origin. The patient was sent to the ER and was admitted to the hospital. A flow study was scheduled for (B)(6) 2013. The patient's status was reported to be ¿alive - with injury.¿ the pump was delivering baclofen. It was later reported that the flow/rotor study was completed on the patient. Three cc of csf was aspirated through catheter access port. Dye was injected and visualized exiting the catheter tip in the intrathecal sac. The rotor study showed 60 degree rotation. No extra visualization of dye noted along catheter track or at connection points. It was later reported that the pump was delivering lioresal. It was later reported that approximately 1 week after the current pump was implanted (the prior pump was removed due to battery depletion), the patient developed neurological autonomic dysreflexia. The patient also had an elevated temperature of approximately 101-102 and a fever. No infection source was ever found; the patient had no elevated wbc. The baclofen flow study was done and found the pump tubing was all ¿okay.¿ the patient was hospitalized for approximately 2-3 days. The patient recovered without sequela. The pump was delivering gablofen.